Event description:
Material #305916 batch #0329677 it was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached I have received some clarification from clinical staff members who have encountered the problematic needles. The needles actually do have a bevel and they do have a hollowed-out core. The specific issue is that they are unable to push the fluid into the patient or push out some of the air bubble that is inside the syringe. This has happened to multiple staff members administering various vaccines on different patients. I myself witnessed today an employee unscrewed the needle hub from the syringe and reattached it, took off the cap and reattached it, as well as push and pull the plunger with each step and the syringe's rubber stopper just does not move properly. The charge nurse and I even attached a different syringe, attempted to use the needles to absorb some water and it was still extremely difficult to push or pull the plunger. I even attempted to draw out of a diluent vial and came to the same conclusion. The clinic manager and I even attempted to blow air through some of the needles without the cap and not attached to a syringe and only minimal air was able to pass through. I am not sure what is going on but our clinic is placing a new order to replace the needles we currently have left. Product#: 305916. Lot#: 0329677.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 0329677. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.